Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (57 mg/dl). Customer stated low bg levels are due to not eating for several hours. Customer reported they will be eating to bring bg levels to target range.